Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-dec-03, additional information was received from the manufacturer representative (rep). The cause of the kinked catheter was requested. The rep stated that the doctor felt like it was kinked due to how tight the pocket was and how the pump was positioned in the pocket. No external factors known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (20mg/ml at 12mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was having withdrawal symptoms. The patient had their pump replaced on (B)(6) 2021 and sometime overnight they began experiencing vomiting, nausea, sweating, restlessness. They came into the clinic around 7am, the nurse delivered 4 separate boluses which the patient did not respond to. A dye study was performed and the doctor could not aspirate from the catheter access port (cap). The patient was brought to the operating room and it appeared the catheter was kinked off in the pocket. When the doctor removed the pump from the pocket he was able to aspirate the catheter. The doctor then replaced the pump segment and made the pocket larger. When he placed everything back in the pocket, he was able to aspirate the catheter.  The issue was reported to be resolved at the time of this report.  The patient's medical history included chronic pain.  The patient was alive with no injury at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2015; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.